Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an orthopedic procedure. During the procedure, two (2) screwdriver shafts did not fit easily into the motor's quick anchoring adapter. It was noted, extra pressure is needed to have the screwdriver shaft to fit to the adapter. It is unknown if there was a surgical delay. The procedure outcome and patient status were unknown. Concomitant device reported: unknown quick anchoring adapter (part# unknown, lot# unknown, quantity# 1). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Part number: 314.119, synthes lot number: 4533879, supplier lot number: n/a, release to warehouse date: 10jun2003, expiration date: n/a, manufactured by synthes monument. Mrr 69986 was generated during production for 1 part with tip protector on wrong end. Part was re-worked and tip guard was placed correctly. This non-conformance is not relevant to the complaint condition since it is not related to two (2) screwdriver shafts do not fit easily into the motor's quick anchoring adapter. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G4: awareness date reported on follow up mwr-16082019-0000502228 report as may 24, 2019but should have been august 16, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.